Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up phone with the home patient (hp) regarding the overprime, it was revealed that the issue was resolved, but she did not remember the cause. Proper priming procedure was reviewed with the patient, as the hp stated that she was unaware of potential causes of overpriming. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No medical intervention was indicated. No further information was provided. This complaint for an overprime was not confirmed. No root-cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding noticing a little fluid leak from the venting cap after the patient line primed on the homechoice (hc) machine (patient not connected). The home patient (hp) wanted to know if this was okay or do they need to reset up again. The tsr explained the process to the hp and that it was okay to use the setup. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.